Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the circuit would not pass the leak test with the hme in place.